Event description:
It was reported that customer received cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience cgm error again after reset, and successfully started new sensor session.